Event description:
No image was found under the endoscope during electrocoagulation and cauterization of multiple rectal polyps under colonoscopy. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Manufacturer narrative:
Coding changed based on the investigation result. We couldn't investigate because the device was not returned. Our engineer suggested the hospital checking the grounding wire and the electrotome device. If additional information becomes available, a supplemental report will be filed with the new information.